Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a battery failure. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that there was a battery fault. The remote service engineer (rse) advised the customer to consider replacing the defective battery.

Manufacturer narrative:
Per good faith effort (gfe) response received, the customer only inquired about the price of the replacement battery and was not willing to provide any other information. The device has not been repaired onsite.

Manufacturer narrative:
Multiple attempts were made to try to obtain further information about this case regarding the repair. Per response received, the customer only inquired about the battery price and did not provide any further information afterwards. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.